Event description:
My stryker ceramic on ceramic artificial hip squeaks and grinds indicating premature wear requiring another hip replacement. The audible squeak prevents me from undertaking certain activities such as teaching in a classroom situation. Dates of use: from 2004 to present. Diagnosis: hip replacement. Event abated after use stopped: no.